Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. The field representative stated that the r waves were fluctuating, and some were undersensing. Boston scientific technical services (ts) explained that those down markers are for the atrial tachy response (atr) up and down denotation and noted that there was a straight rv undersensing. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5153397.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.